Event description:
Flimsy, non compressive elastic bandage is useless in control of swelling, bleeding or anything else except maybe holding the dressing on. Doctor had to put bandage on so tight it could have caused loss of blood supply. Lot# 96jak099 has been the most suitable bandage to meet rptr's requirements. Subject problem appears to be due to the bandages's rubber warp threads materiels lacking elasticity. There are no other complaints on file.